Event description:
The patient was brought into clinic and the device had telemetry lockout and the bluetooth was successfully paired via interrogation. There were no patient consequences.

Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.